Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had her implantable neurostimulator (ins) turned off before a back surgery/hip replacement two years prior to the report and did not turn it back on or kept the ins charged. The patient stated that her healthcare professional (hcp) reviewed a potential overdischarge and the last time the ins was charge was two years prior. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from the patient on (B)(6) 2019. There was a confirmed overdischarge. The patient followed their manufacture representative¿s (rep) instructions to wake up the device and then charge it. The overdischarge was resolved. Almost charging normally. The device shuts down before it is fully charged, but not every time. No further complications were reported/are anticipated.